Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of the vessel sealer extend (vse) and not sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and found to have no failure. The instrument was placed and driven on an in-house system. The instrument passed all tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. An energy activation test was then conducted on the system. The wet paper towel was held between grips and began to smoke when the energy pedal was pressed. The steam generated from the towel, which indicated an active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in-house testing. The instrument did not deliver energy unless the energy pedal was pressed with the grips closed. Performed grip force test on grips as additional testing, and it measured at 7.13 lbf in a straight orientation, 6.86 lbf in yaw, and 6.9 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. The jaw gap test passed. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported "the vessel sealer extend (vse) would be bipolar when the jaws were not closed. However, the bipolar would not seal at all when grasping tissue and attempting to seal." The surgeon used a backup instrument to resolve the reported issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.